Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three weeks post implant the right atrial (ra) lead became dislodged. The ra lead was initially reprogrammed off then repositioned and now remains in use providing therapy. No patient complications have been reported as a result of this event.